Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pacing lead implanted for life sustaining pacing became dislodged. An intellamap orion¿ mapping catheter was selected for use during an ablation procedure to treat atrial flutter/fibrillation. During the procedure, an implanted pacing lead became dislodged while maneuvering the orion in the right atrium. The physician was able to put the lead pack in place during the same procedure. There were no patient complications.